Event description:
The user compared the results from the urisys 1100 meter to the visual results for three urine test strips. One result for erythrocytes was found to be discrepant. The meter result was negative and the visual result was 50 erythrocytes per ul. The patient treatment was based on the visual reading only. No adverse events were reported.